Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery out limit and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery only lasted a couple of days and the pump shuts off. The customer stated that the inside of the compartment is very dirty. The customer stated that the low battery indicator showed less than 2 bars. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The customer was advised revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert or battery out limit alarms occurred during our testing; however, the insulin pump had corroded battery tube. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.